Manufacturer narrative:
Initial and final MDR (B)(4). (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where two infusion set boxes containing 10 pieces each were water damaged. No further information available.